Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s operative eye in a secondary surgical procedure due to refractive error. The patient was not satisfied with the post-op visual acuity result as the intended/targeted post-operative refraction was not achieved. Another synergy toric iol was used as a replacement lens. The patient was satisfied with the results after the explant. No additional surgical/medical interventions were mentioned. The lens is not available for return. No further information was provided. This MDR report is for the first explant event. A separate report will be submitted for the second explant event.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between nov 1, 2021 and nov 12, 2021. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation and as indicated it is not available for return. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 7, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. No defects related to or could contribute to visual issues were observed. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.